Manufacturer narrative:
B3. Date of event: unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and it was confirmed that the motor was not running. The stepper motor was replaced to resolve this issue.

Event description:
It was reported that the motor is not running. There was unknown patient involvement. No patient harm/adverse event reported.